Event description:
A patient rpeorted experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 12.5, and 7.1 mmol/l. Tests were done within 15 minutes with a difference of 49%. Patient did not experience any adverse events. No further information has been reported.